Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet charger cord was broken, and the caregiver was informed the device uses a micro usb charging cable; the ilet reportedly had a full charge at the time. Symptoms included no clinical symptoms. Outcomes included no impact to therapy, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting and user education regarding the correct charger type. Investigation of this case revealed a damaged external charging cable consistent with normal wear or handling, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user-related accessory damage.